Event description:
Consumer used the product once and claimed that he had a reaction after using this product. "The left side of my lips went numb and swelled up. No idea why only in that spot and not all of my lips since I cleaned all my teeth. My only allergy is contrast dye and I¿d be sunrised if that ingredient is present in this product. I am going to try this again tomorrow night to see if I get the same reaction as this evening." Consumer said he used it again and had the same symptoms